Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 32 md/dl and unconsciousness. Emergency medical technicians (emts) administered a glucose drip and glucose gel. In the ER, the customer was treated with intravenous fluids of saline and glucose to address the bg level. The customer was discharged from the ER 3 hours later with the issue resolved and no permanent damage. Reportedly, the customer¿s settings requiring adjustments. Customer declined to further troubleshoot with tandem technical support.